Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 7/2/2025: this was discovered during an arthroscopy with open medial collateral ligament repair procedure. During the procedure, the broken fragment was not removed, nor was it addressed in a subsequent surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), photographs, videos, event descriptions, and additional field data, arthrex was able to determine the most likely cause of the reported issue. The most likely cause(s) for the reported failure can be attributed to user error, improper bone preparation, misaligned insertion, or excessive forces through leveraging/prying the device. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 6/26/2025, an FDA medwatch notification was received via email. A facility representative reported that a piece of the guide pin, from an ar-1789j-cp internalbrace implant system, broke off inside the patient¿s left knee. When the guide pin was removed, it was found to be bent. This issue was identified during the procedure on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.